Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the communicator not working as they wanted to confirm that the therapy was turned off and show it to the facility as a requirement prior surgery. The patient also mentioned they had the therapy turned off and had not seen improvement with their symptoms since the current ins got implanted. The patient added they had their body tired in dragging themselves due to constant visits to the restroom and had leaking. The patient also expressed that since they had the implant replaced, they had a horrible experience and that their symptoms just went downhill after they had the ins was replaced last october. The patient stated that the implant has not been installed properly by the implanting doctor and mentioned that the wires did not go anywhere near their bladder and the wires were up towards their rear end instead. The patient stated that because the leads were near their rear end they could feel the stimulation in their rear end area and it was irritating that it felt like they had hemorrhoids, and the therapy had not helped their bladder. The patient stated that they already went through adjusting the settings of their therapy all through october and none of the adjustments worked with their symptoms. The agent reviewed the communicator use and walked through connecting to the handset. The patient confirmed the therapy was off. The agent redirected the patient to their healthcare provider to further address the implant and therapy issue. When the agent asked when the patient noticed return of symptoms, the patient stated that after the replacement of the ins to the current one, their symptoms went downhill. The patient was in a hurry because they were in the facility for a surgery during the call. The agent did their best gathering details from patient.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 29-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.